Event description:
Customer reported cartridge alarm on tandem mobi pump, leading to blood glucose level exceeding 500 mg/dl with the value displaying "high." Customer managed high blood glucose with a correction bolus via the pump without needing third-party assistance beyond normal. Pump was not exposed to magnets and no prior similar alarms were reported with this specific pump, though previous alarms were reported with consecutive cartridges. Tandem technical support confirmed the issue and arranged to send a replacement pump, instructing the customer on transitioning to this replacement and managing the return of the defective pump.